Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. The act, up and down buttons are stacked. The insulin pump alarmed button error. Customer's blood glucose level was not reported. The device will be returned for analysis.